Event description:
It was reported there was no problems noted with the preparation of a xience v stent delivery system and during a heavily calcified mid and distal left anterior descending (lad) artery stenting procedure, the xience v stent delivery system was advanced towards the distal lad meeting resistance with calcification in the mid lad. Reportedly, the xience v stent delivery system was "pushed" and the xience v stent dislodged from the balloon. The xience v stent was implanted in the mid lad covering only the proximal part of the target lesion and it was fully apposed to the vessel wall via the balloon catheter. There was no difficulty with the removal of the xience v stent delivery system and a new xience v stent was advanced to successfully cover the distal part of the lesion in the mid lad. A promus stent was successfully deployed to cover the lesion in the distal lad. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - pushing against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.